Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, broken plug strap and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side and broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior side assessed as to an unidentified (tear) opening. A broken sharp in the plug strap side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint against the device.

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported deflation. Device has been explanted and replaced.